Manufacturer narrative:
(B)(4). Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Visual evaluation of a provided picture noted that only an empty cavity is shown. The edge of the cavity bears homogeneous remains of dried glue all around the edge of the plastic cavity. No product was returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Plastic packaging for outer packaging appeared to have insufficient glue. No known adverse event was reported. Attempts have been made, and no further information is available.